Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a damaged white socket in the system controller. The system controller was replaced.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of damaged power cable was confirmed with the returned system controller (serial # (B)(6). Visual inspection revealed damaged white power strain relief, which appears to have been pulled out of the anchor points. The system controller was connected to test equipment and was unable to receive touch screen commands from the test system monitor. Electrical measurement revealed several wires had no continuity, which included the communication wire. The power cables were exchanged for test power cables and the device was able to receive commands from the test system monitor. The strain relief was removed, and visual inspection revealed wires were damaged. A root cause that led to the damaged white power cable could not be determined. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.